Event description:
Per the clinic, the patient experienced a swelling of the retroauricular soft tissue and migration of the receiver/stimulator, leading to loss of sound and benefit and discomfort at the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced seroma at the implant site and subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.